Manufacturer narrative:
(B)(4). Additional information: intra-operative photographs were received. The photographs provide evidence that the staples were deployed during a firing stroke. Staples that encounter tissue flow or hard objects during firing such as firing over prior staples or clips can affect their formation. Two staples exhibited forms that would be unexpected during a normal firing and suggest that there was either tissue flow or an object contained within their paths that affected their formation. Based on the photographic evidence the event description cannot be confirmed. Hands on analysis of the staple cartridge and device may be able to determine the cause of this complication.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: did the surgeon waited the recommended 15 seconds after closing and before firing the device? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Who loaded the device? How many times was the device fired? Which firing did the event occur? What color cartridge was being used? Did the staples deploy? If so, were they malformed? Was the pedicle being transected in one piece or was the artery and vein transected separately? What is the patient¿s current condition? Are the devices available for analysis? If the customer will not release could an on-site analysis be performed? What was the patient¿s pre-op diagnosis? Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? How much blood did the patient lost? Was a transfusion required? Was the patient taking any anticoagulants? If yes, specify prescribed medication. Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post-operative hemoglobin and hematocrit? Is there any other additional information you would like to share about this device or procedure? What is the age and sex of the patient? What is the current status of the patient?

Event description:
It was reported that during a nephrectomy procedure, used a stapler, but this one cut but not stapled. There was massive bleeding, in the section of the renal artery. The surgeon did not understand the first time of what the issue came from. He used again a second device and the same problem occurred. Conversion with the help of another surgeon. The patient lost 3.7l of blood. The aortic clamping did not cause brain damage. Two devices will not be released by the account.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device (a) was received in good visual condition and with three reloads present. Cartridges c,d,e tr45w l5235a; were received fully fired with normal lockout and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.